Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's father states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified test strips expire 07/21/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 97mg/dl and 96mg/dl fasting. Reviewed meter memory (B)(6). Customers father calling that strips are reading higher than his sons normal.